Event description:
The customer reported having high blood glucose of 347mg/dl, and she is going to the emergency room. The caller mentioned that the insulin pump alarmed button error. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.